Event description:
A customer reported observing results for an assay that was not programmed for one pt sample, while results for the assay that was programmed for that sample were missing. Mismatched results could lead to inappropriate physician action. There was no report of pt harm as a result of this event.